Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician connected an aspiration tubing (tubing) and penumbra system ace68 reperfusion catheter (ace68) to a penumbra system aspiration pump max 110v (pump max) and attempted to turn the pump max on; however, the pump max failed to turn on. It was reported that the pump max vacuum gauge was at zero. The physician then made another attempt but the pump max did not turn on. After five minutes, the physician was able to turn the pump max and the procedure was successfully completed using the same pump max. There was no adverse effect to the patient.